Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior fusion at l4-l5 using rhbmp-2/acs. It was reported that post-operatively the patient was diagnosed with chronic pain and as a result the patient has reportedly required medical treatment. It was reported that, the patient has daily disabling pain.

Event description:
It was reported that: on (B)(6) 2010, the patient presented with l4-l5 isthmic spondylolisthesis, grade 1 versus 2 bilateral left greater than right lo wer extremity radiculopathy consistent with an l4 versus l5 nerve root distribution. The patient underwent l4 revision gill laminectomy, l4-l5 posterior instrumentation, l4-l5 posterior interbody fusion, l4-l5 application of biomechanical device, intraoperative use of microscope and intraoperative use of fluoroscopy with interpretation. The following implants were used during the procedure: pedicle screw system with bilateral l4 pedicle screw 6.5 * 45 mm and bilateral l5 pedicle screws 6.5 * 40 mm with associated bilateral 40 mm rods and locking caps; a peek interbody cage 8 * 22 mm, and a small rhbmp-2 bone morphogenic protein, as well as 30 cc of cancellous allograft chips. The intra-op findings were l4-l5 isthmic spondylolisthesis, grade 1 versus 2 with rotation towards the right status post prior central laminectomy. The listhesis was reduced partly through positioning. Bilateral existing l4 and traversing l5 nerve roots were compressed. As per op-notes, "the revision gill laminectomy was performed with the removal of bilateral l4-l5 facets and bilateral diskectomies were performed." The interbody cage was then trialed and gently placed along with a portion of the patients retained autograft placed anterior to the cage, as well as within the cage itself. A single strip of bone morphogenic protein was placed anterior to the cage. The posterior-lateral fusion along traversing l4-l5 transverse processes was applied using the bone morphogenic protein, a small portion of retained autograft, as well as cancellous chip.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion utilizing a cage which was packed with bone grafting materials including rhbmp-2/acs and autograft. In 2010, the patient was diagnosed with boney overgrowth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.